Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. From the same day as onset, the patient began treatment for the peritonitis with injection (inj) vancomycin (every 5th day, route and dose not reported). On an unreported date the patient began treatment for the peritonitis with inj fortum (1.5gram/day) intraperitoneally (ip) and injection amikacin (100 milligram/day) ip. On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was still taking the antibiotics for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.